Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy procedure, the device opening and closing movement became slow during use. It felt distinctly different from usual. There was no tissue damage occurred. They used another like device to complete the procedure. There was no patient injury.